Event description:
Report received of an over-delivery due to an operator error in programming the device. The physician's order was reported to have been, an unknown concentration of cardizem at a rate of 10ml/hr for 10 hours on the primary line. The patient was taken for a CT scan and returned 45 min later with the medication "all infused". The pump did gave an unspecified audible alarm and the total volume infused was reported to have been 116mls. At this time it was noted that the pump was programmed to deliver cardizem at a rate of 125ml/hr on the primary line and an unknown medication at a rate of 5.0ml/hr on the secondary line. There was no reported adverse effect to the patient. No medical interventions were required. Though requested, no additional information was received.